Manufacturer narrative:
On 5/9/2019, mentor became aware that this review mistakenly not reported: the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on 5/14/2019. According to the information received, the patient developed cutaneous contour deformity. During the visual inspection of the sample it was intact. No other anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor siltex round moderate profile 425cc saline breast implants which the left side deflated, and the right side had issue with visible rippling after implantation. Patient elected to undergo bilateral removal and replacement as follow; right: catalog number smpx-490, lot number 7504527, serial number (B)(4). Left: catalog number smpx-490, lot number 7501355, serial number (B)(4)on (B)(6) 2018. This report is for the right side.